Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that their ins is not working and they wonder if they need to switch things up a little bit. Patient stated they have the device for urinary control and it's just not improving their urinary control and still has to self cath. Patient thinks it may have helped a little but it never totally did. Patient rep also mentioned patient has had back surgery and they don't know if that affects it. Agent walked patient through increasing stimulation. Patient was able to increase stimulation to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists.